Event description:
It was reported that myopotential inhibition on ICD was picked up on non-sustained oversensing episode. Low level, high frequency, noise inhibiting pacing was observed during the episodes. Programming changes were recommended. No further information available.

Event description:
New info received: the lfa filter was turned on. No further pacing inhibition has been noted.